Event description:
It was reported the rate jumps around. It was also reported the customer was unable to calibrate the epg (external pulse generator). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).